Manufacturer narrative:
Additional information has been requested. Investigation is ongoing, no conclusion can be drawn at this time.

Event description:
Patient implanted with prodisc-c implant at c5-c6 on an unknown date was returned to the operating room for removal due to adjacent level disc disease. Surgeon removed the prodisc-c and revised the patient to a 2 level fusion at c4-c6. Placement of the prodisc-c was good, flexion and extension movement was also good.